Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) liquid crystal display cable was broken and the device was not working properly. It was also noted that the hanger assembly was worn. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.